Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the clinical territory associate (cta) contacted intuitive technical support engineer (tse) to report that the 8mm prograsp instrument jaws opened and closed during insertion. The cta stated that she was not in the room when this occurred but was informed by the surgeon/staff. The cta stated that when inserting the instrument into universal surgical manipulator (usm) 1, the jaws were closed. During insertion into the cavity, the jaws slightly opened, grasped the bowel and then closed. Once this occurred, the universal surgical manipulator (usm) led turned yellow. The staff recovered and attempted to get the instrument to release the bowl. The surgeon also attempted to gain control of the instrument but was unsuccessful. The cta then stated that the staff ended up clutching the usm and moved it around slightly to which the instrument released the bowel. Staff reseated the suspect instrument, and the surgeon proceeded with the case. Tse viewed system logs and confirmed a single 22021 event for grip calibration failing on usm1 with inserted tool: prograsp forceps (failure reason: offset too high). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: tissue adhered was on metal tissue and bowel. This occurred while insertion of the instrument to begin the case immediately after docking. Tt was the first use of the instrument during the case. There was no damage to the bowel from the incident. The tissue was caught in the jaws. The surgeon was able to gently pull the instrument out and jostle the bowel out of the jaws to fully remove it and then reseat where it properly calibrated and was able to be use. No tissue was excised as a result of the incident. The uterus was taken out as planned. There was no bleeding. The event slowed the case down and took an extra 5 minutes to resolve. The event did not affect the patients' health. The surgeon is not concerned for long term effects on the patient. There were no post operative complications. The patient was discharged same day as planned. The surgeon does not know what caused the event. Based on info from dvstat that the instrument failed the self-test, we speculated that the resident pushed the instrument in while the instrument was still running the self-test and that is how the jaw opened and closed on its own. The procedure was completed robotically as planned. The instrument was used for the remainder of the case and should still be in rotation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint. The field engineer spoke with the clinical sales representative (csr) and was informed that they had no more issues throughout the case after reseating the instrument.